Manufacturer narrative:
Evaluation of data confirmed the intermittent out of range. Data was received (B)(4) 2013.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported intermittent "y" icon. The root cause was determined to be a firmware issuse.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.